Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test failed. No data was found in the share log review. The complaint cannot be determined because there is no data in the cloud.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The transmitter was returned for investigation and is pending device analysis. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.